Event description:
A continous cycling peritoneal dialysis (ccpd) patient called technical support to report an "air detected in cassette" alarm and a "make sure heater bag is on heater tray" alarm to seek advice to correct the problems. During the review of treatment data with technical support, a large drain volume was discovered. The patient then mentioned some discomfort. Follow up with the patient's pd nurse confirmed that there was no serious injury. The patient continues with the ccpd program in stable condition. The reported drain volume of 4017 ml was 201% over the expected drain volume, which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the information available was performed by the post market surveillance department as provided by the patient. A large intra-peritoneal drain 1 volume occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.